Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22jul2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture grade IV. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6), continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.